Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to troubleshoot the issue by using different wall adapters and charging cables, but the problem persisted. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on returning the faulty pump using a pre-paid label. The customer was advised to use mdi as a backup therapy to ensure uninterrupted insulin delivery.